Event description:
A (B)(6) male pt contacted zoll customer support to report that when he connected the electrode belt, there was a message prompting him to call zoll for a replacement belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (call zoll for replacement belt) has been confirmed. Upon eval, the rear therapy electrode cable was severed from the distribution node. The cause for the "call zoll for replacement belt" message is damage to the rear therapy electrode cable. The root cause for the damaged cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.